Event description:
Per (B)(4) adverse event report, during a device check, it was noted that this lead was out of position. The pt was sent for an x-ray, which confirmed lead dislodgement. This lead was successfully revised on (B)(6) 2010 and all records indicate it remains implanted. Should additional info become available, this event will be updated.